Manufacturer narrative:
A philips remote service engineer (rse) remotely accessed the primary and physio server to find that they're both disconnected from all other hosts and that only a few bedside devices show with a connected status. The rse attempted to ping and access the configuration of the master access point controller but could not establish connection. A philips technical consultant (tc) went to the customer's site. When the tc arrived, they noticed a majority of the hosts were in local mode. The tc troubleshooted and with permission from the cmu manager and hospital staff restarted the primary in-order to have the stations re-connect to the primary. It is reported that work is being performed on the access point controllers (apcs). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that all mx40's are unable to communicate with central station. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
The network engineer replaced two access point controllers (apcs), after which normal system communication was restored. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was failure of the access point controllers. The issue was resolved following replacement of the two apcs, and the system was returned to normal operation.